Manufacturer narrative:
Correction made to b5: it was reported that a transfer set had fluid flow with the twist clamp in the closed position (previously submitted as it was reported that a peritoneal dialysis (pd) transfer set leaked from an unspecified location). Correction to f10/h6: component codes: g0405203 (previously omitted). H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted a tiny pin hole in the silicone tubing between the occlude feet of the main body. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing and clamp function testing identified a leak at the location of the hole in the tubing. During clamp function testing the leak did not occur all the time. The leak was observed when the tubing was slightly shifted with the clamp in the closed position. The reported condition was verified. The cause of the leak was due to the hole in the tubing, however the cause of the pin hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked from an unspecified location. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.